Event description:
At the visit on (B)(6) 2015, the pump eri (elective replacement indicator) was 19 months. The ¿tubing was checked¿ and was fine. The patient was given a bolus due to some problems with tremors and had a positive response. The pump was programmed in flex mode for the patient to receive boluses recently due to increased stiffness and tremoring; the patient got 7 boluses throughout the day. On (B)(6) 2015, the patient¿s mother noted that the patient was having intermittent increased spasms which progressed to constant spasms on (B)(6) 2015. She heard the pump alarm once in the morning on (B)(6) 2015 and the patient had ¿awful spasms¿ the entire day. On (B)(6) 2015, she heard the alarm again and noted that the patient was having severe tremors every 10 minutes. The managing physician had prescribed oral baclofen which the mother gave to the patient from the (B)(6). At 02:30, on (B)(6) 2015, the patient had uncontrollable tremors, his temp had increased, his respiratory rate was in the 30's and "he was in trouble". The patient also had increased spasticity and tone. The patient was given oral baclofen without any noticeable improvement. The patient was given atarax for pain. The patient was brought to the ER (emergency room) on the (B)(6). When the patient got to the ER, the staff was not familiar with how to treat the patient. The patient continued to experience an increase in tightness at this time. The patient was admitted to the ICU (intensive care unit) after arriving at the ER. It was believed that the patient was experiencing withdrawal. The pump was interrogated on (B)(6) 2015 and they were told that the pump had stalled on wednesday and ¿rebooted¿ and then stalled again on friday and had not recovered. Friday morning the patient¿s mother heard beeping that sounded like a garbage truck backing up, but there was also a garbage truck outside her home so she didn't think it was the pump. No audible alarms were heard and no "dual-tone" alarms were heard on wednesday or all day friday. Per the patient¿s mother the pump alarm was never audible until 02:00 saturday when she went to check on him. The patient was not exposed to strong magnets nor did he have an MRI. The patient¿s mother thought that the alarm should be changed to verbal instead of beeping as there are too many things in the environment that beep. The patient had a low pressure ¿va¿ shunt. The patient also had a history of seizures. It took 20 minutes to change his diaper and get him repositioned and cleaned up, so the patient¿s mother was concerned that the alarm didn¿t go off 2 times while she was caring for her son. The pump had been very effective because her son's liver enzymes/kidney function tests were elevated while on oral baclofen. The pump dose was better for him, but she was concerned that this was supposed to be helping him and it almost killed him. Per the hcp (healthcare professional), ¿the motor stall then progressed to battery failure¿. The patient was taken to surgery on (B)(6) 2015 and the pump was replaced. During the procedure, the catheter was aspirated with ease, but the doctor noted a small kink near the pump connector and trimmed off that section of the catheter. The patient would remain in the hospital until medically stable. The patient status was reported as ¿alive-no injury¿. The device system was delivering lioresal.

Manufacturer narrative:
(B)(4).

Event description:
It had also been reported that the non-critical alarm only beeped one time ever. No cause or details were provided regarding this alarm. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The motor stall was due to the shaft-bearing. Analysis of the catheter revealed no significant anomalies. The catheter body had two abrasions. It did not affect infusion, and no leaks were seen during pressure testing.

Event description:
It was previously reported in manufacturer's report #3004209178-2015-10380 that [per the patient&#38112;mother, the pump was refilled on (B)(6) 2015. At that time, the patient's mother stated that the residual volume was 13cc more than expected and at the previous refill on 03/19/2015 it was 10cc more than expected. Per the patient's mother, the usual residual volume at refills was 3cc. The device system was delivering lioresal. It was later reported by the hcp (healthcare professional) that on (B)(6) 2014 the erv (expected residual volume) was 3.2; the arv (actual residual volume) was 4.2. On (B)(6) 2015, the erv was 6.3; the arv was 9. On (B)(6) 2015, there was no refill; a bolus dose was given. On (B)(6) 2015, the erv was 3.1; the arv was 5. Per the hcp, the volume discrepancies averaged about 3ml per refill. The patient had not had been experiencing any symptoms during this time, so the hcp did not investigate the issue. Around (B)(6) 2015, the patient began to experience an increase in tightness and his therapy became intermittent. It was suspected there was a device issue. The hcp administered a bolus dose in the office approximately 3 weeks prior to the refill on (B)(6) 2015, and the patient responded well to the bolus dose. However, the patient did experience some respiratory depression following the bolus given in the office. No interventions were required beyond monitoring at that time. The hcp then increased the patient's flex dose at the refill on (B)(6) 2015 and the patient actually began developing increased tightness and increased tone. It was decided at that time to replace the pump. The hcp began to supplement with oral baclofen as needed. See manufacturer's report # 3004209178-2015-10377 for subsequent events leading up to the device explant] if additional information is received pertaining to report #3004209178-2015-10380, it shall be documented in this manufacturer's report.